Event description:
It was reported that during device insertion, the stent dislodged from the delivery system onto the y-connector. There was no patient involvement and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.